Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating there was a speaker fault. The device did not emit sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution name: (B)(6) hospital. E1: (B)(6). A philips field service engineer (fse) was dispatched to the customer site. The fse confirmed the speaker fault. The fse replaced the speaker and the device was operational after repairs were completed.